Event description:
It was reported by the rep that during a lap chole procedure, the clips were firing scissored. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.